Manufacturer narrative:
(B) (4). (B) (4). Cellulitis. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The (B) (4) affiliate reports the following possible batch numbers: monocryl (poliglecaprone 25) suture. Product code xaw3650, batch ak5brqn mfg date: 09/15/2008, exp date: 12/31/2013. Product code w3326, batch al5djxn, mfg date: 10/30/2008, exp date: 12/31/2013. Coated vicryl (polyglactin 910) suture. Product code w9136, batch tl8cpbm5 mfg date: unk, exp date: unk. Product code w9136 batch tl8cpbmo mfg date: 11/01/2004, exp date: 12/31/2009. Product code w9136, batch tl8cpbm1 mfg date: 11/08/2004, exp date: 12/31/2009. Product code w9136, batch tl8dctm0 mfg date: 11/02/2004, exp date: 12/31/2009. Product code w9136, batch tl8dctm1 mfg date: 11/15/2004, exp date: 12/31/2009. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a left side wide local excision and sentinel node breast biopsy procedure on (B) (6) 2010. On (B) (6) 2010, the patient was admitted to the hospital with cellulitis of the left breast. The patient was given IV antibiotics beginning (B) (6) 2010 until discharged on (B) (6) 2010. The antibiotics included flucloxacillin (500 mg qds) and benzylpennicillin (1-2g qds). Oral antibiotics flucloxacillin (500 mg qds) and penicillin v (500mg qds) were prescribed at discharge. The results of the wound culture taken on (B) (6) 2010 was no growth.